Event description:
It was reported that shortly after insertion of the intra-aortic balloon, blood was noted in the helium tubing. The intra-aortic balloon was removed and replaced without any complications.